Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 20 states, "persistent pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event was determined to most likely be due to a bone protrusion on the most anterior, distal face of the medial condyle resulting in impingement.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014, due to pain, dislocation and difficulty standing. The tibial bearing was removed and replaced.